Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the screen flashed green and then the image went completely blank. The customer was able to secure the airway of the patient by using a laryngeal mask airway (lma). No harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation along with the customer's glidescope core 15-inch monitor. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported image issue. When connecting the customer's glidescope core smart cable to known, good, test equipment, the smart cable produced a normal video image. The verathon technical service representative also connected the customer's glidescope core 15-inch monitor to known, good, test equipment, and the image produced on the monitor was also normal. The camera image quality test was performed and passed for both the glidescope core smart cable and glidescope core 15-inch monitor. Upon completion of the evaluation the customer's glidescope core smart cable and glidescope core 15-inch monitor were returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.